Event description:
It was reported that the right ventricular lead exhibited loss of capture. During the attempt to reposition the lead dark brown fluid was noted coming out the lead lumen. The physician decided to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.